Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their stimulation got turned off six months ago for some reason. They were trying to turn stimulation back on, but were having difficulty. They thought they were supposed to push the orange and white buttons at the same time. The patient was instructed how to turn stimulation on and it was noted that it ¿did the trick¿ and it was working. No further complications are anticipated.